Event description:
It was reported that the atrial lead exhibited intermittent high threshold and impedances intermittently greater than 2000 ohms. The physician elected to change programming to vvi at 40 pulses per minute.